Event description:
It was reported that the patient's pump has felt hot like "a microwave" on about three occasions. During those times, the pump site becomes red and warm for a brief time. Additionally, the patient also experienced increased spasms at 5pm, but she would be good during the day. It was noted that there was a slight increase in muscle tone, which was manifested by a catch and was followed by minimal resistance throughout the remainder of the patient's range of motion (less than half). It was stated that the patient was discharged in good condition in her baseline neurologic state. When interrogated, the pump showed no motor stall or malfunction in its logs. There was no evidence of withdrawal and no reservoir volume discrepancy. The patient would be monitored for further episodes of the pump being hot; otherwise, the next scheduled appointment was three months away. The drug used in this system was gablofen.

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the cause of the event was a one time episode where the "pump felt hot". The patient's outcome was noted as "no injury".